Manufacturer narrative:
Initial medwatch submitted to the FDA on 29/mar/2021. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "other-clinical outcome device related" as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Ensure that there is sufficient space for the needle to open. Warning: do not introduce the device with the needle body in its open position. Adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: infection/sepsis, wound dehiscence.

Event description:
After successfully procedure, the patient was coughing aggressively resulting in a minor tissue tear and an inflecton was observed. The patient was treated and is doing well with no adverse events.